Manufacturer narrative:
The manufacturer previously reported a failure of the system board to sensor board cable. The system board to sensor board cable was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the system board to sensor board cable failing was due to a broken wire.

Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's system board to sensor board cable was replaced to address the issue.